Event description:
The physician and endoscopy team strictly adhered to the instructions regarding device assembly and deployment of the bands per the manufacturer's instructions. One band was deployed before scope placement to ensure the device was properly assembled. The procedure was started, and 2 subsequent bands were successfully deployed on varices. A third band deployment was attempted. After suctioning of the varix deeply into the cap, the wheel was turned but the band failed to deploy.